Event description:
Customer reported the tubing set spontaneously disconnected. The user reported that the disconnection occurred between the male luer on the alaris primary administration set and the ICU medical clave adapter and/or one of the smartsite valves on a different alaris primary set. The user stated "the IV tubing comes unscrewed and completely falls off. My pt today was sleeping and the IV tubing ended up on the floor." There was no pt harm and no medical intervention was required. There was no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported disconnection. The customer stated the set has been discarded and is not available for failure investigation.